Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old female patient with vital signs absent for a cardiac arrest, the device displayed a "defib fault 196" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the reported malfunction was observed and attributed to a faulty transistor on the bridge board. Analysis of reports of this type has not identified an increase in trend.